Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The reported event was identified during review of a journal article david a. Crawford, et al. Distal femoral cortical hypertrophy not associated with thigh pain using a short stem femoral implant. Doi: (B)(6).

Event description:
It was reported in a journal article that the patient experienced a revision due pain on an unknown date. Attempts have been made and no further information has been provided.